Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh, mccall culdoplasty, perineoplasty and cystoscopy; due to uterine prolapse, cystocele, rectocele, enterocele, sui and perineal body defect. It was reported that the patient underwent revision/removal anterior and posterior wall mesh, vaginal scar revision/removal, anterior/posterior repair, iliococcygeal vault suspension and cystoscopy on (B)(6) 2012 due to vaginal pain, pelvic pain, dyspareunia, vaginal mesh extrusion, prior total vaginal mesh, vaginal vault prolapse, cystocele and vaginal scar tissue. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06443. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and two meshes and the advantage fit system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.